Event description:
Surgeon was performing a decompression procedure at left l4/5 using the baxano io-flex system and received 83ma/23a readings while using the neurocheck device. These readings indicate that the neurocheck device was appropriately placed above the exiting nerve. A 5.5mm baxano microblade shaver was introduced into the foramen and, because there was ¿noise¿ on emg, the surgeon reset the probe, repassed the wire, reconfirmed neurocheck placement, and reintroduced the baxano microblade shaver. During this time there was no abnormal emg activity was observed after the decompression. Following surgery, the patient was able to move their toes but had significant ankle weakness. Symptoms had not improved three weeks post-operatively.